Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause is that the patient placed the solution bag on an unstable surface and the solution bag disconnected during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) reporting that the supply bag fell and became disconnected and the homechoice (hc) machine was alarming system error (se) 2240 during initial drain. The technical service representative (tsr) assisted the home patient (hp) in troubleshooting the issue. The hp would restart the setup with all new supplies. The tsr advised the hp to inform the nurse in the morning. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp's wife on (B)(6) 2010 regarding the alarm and bag falling and disconnecting, it was revealed that the bags were placed on a board on top of a table. The wife had moved the table around for something, and that's when the bag slipped and fell, unpsiking the tubing. The wife stated that she had informed the nurse also. The hp's wife confirmed that the hp did not have any injury or harm as a result of this incident and is continuing therapy. Per wife, there were no defects noticed on the supplies. The lot number was unknown. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.